Event description:
Additional information was received from the healthcare provider (hcp). When asked what steps were taken to resolve the issue, they reported that on 2024-jul-16 they spoke with the patient. They stated they moved and during their move they lost their controller. They will be back august 1 and will schedule an appointment. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were feeling a sharp jolting sensations in their bike seat area since 4-5 days ago. Patient stated they were in the process of moving and didn't know if it was because they were doing a lot of lifting or on their feet all the time or because their legs were so swollen from driving a long way. The patient was redirected to their healthcare provider to further address the issue.